Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an acl top laboratory system using recomboplastin 2g reagent. The result from the meter at 6:30 a.m. Was 6.0 inr. The result from the laboratory just after 9:00 a.m. Was 4.5 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is fine. The customer had some bruising; the bruising did not require any medical treatment.